Manufacturer narrative:
Correction: the initial MDR [6000034-2025-04426] submitted on december 09, 2025; was filed inadvertently. The explant due to "natural" progression of the hearing loss is not considered reportable to the FDA.

Event description:
Per the clinic, the patient experienced no benefit and poor performance of the device due to progressive hearing loss. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.